Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 lead, implanted: (B)(6) 2005; 419488 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was potential "t-wave oversensing (twos)" observed on the stored egm on the atrial channnel. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.